Event description:
The user facility reported via medwatch report (B)(4) that their v. Mueller surgical scissors broke into two pieces during the initial cut of a procedure. The pieces were successfully retrieved, and the procedure was completed with another pair of surgical scissors. No report of injury.

Manufacturer narrative:
The device subject of the reported event was discarded at the end of the procedure. Without the device, an investigation could not be completed. Steris made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. A lot number was not provided in the user facility medwatch report. As a lot number was not provided, steris is unable to further perform an investigation. No additional issues have been reported.